Manufacturer narrative:
Date sent to FDA: 10/26/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2016 and mesh was implanted during which the surgeon noted adhesions at the site of the previous mesh repair. He noted that the failed mesh was being pushed up into the defect. It was reported that the patient experienced severe pain, nausea, chills and inflammation. It was reported that the patient underwent a previous hernia repair procedure on (B)(6) 2015 and mesh was implanted. Other procedure is captured in a separate file. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 10/19/2020